Event description:
In 2008, it was reported to boston scientific corp that an ultraflex non-covered ng esophageal stent was used during a stent placement procedure one month before. According to the complaint, "the implantation was successful, but after 5 days, the patient [experienced esophageal] pain. The physician wanted to remove the stent with forcep[s], [however it] was not possible [due to] a [stent] suture tear." They removed the device with a "special hno device"'. The patient's condition following the procedure was reported as "good".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined.